Manufacturer narrative:
Concomitant medical products: cook dilation syringe, ds-60cc-s. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The additional information provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage in the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied to the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The catheter broke while injecting water. The water sprayed out of the catheter and the balloon would not inflate. The procedure was completed with the same device in question. The cook sales representative confirmed that the cracked portion was outside of the endoscope below the injection port. On 12/21/2016, received the following new information: "the balloon was inserted into the endoscope. The technician heard and felt a "crack" halfway down the catheter. They began to inflate and some water filled the balloon, some water sprayed out. Due to the crack in the catheter, the water could not be evacuated from the balloon. The endoscope was removed from the patient and balloon was manually manipulated to remove the water in order to remove the balloon from the endoscope. This exact description happened on two (2) different balloons." See related MDR 1037905-2017-00011.